Event description:
It was reported that during an ablation procedure, the merit inqwire rosen j tip guidewire became stuck in the farawave pulse field ablation catheter during use. Eventually, the guidewire was removed under fluoroscopy safely, then the catheter was removed, and a new guidewire was attempted to be advanced through the catheter, but resistance was felt. The catheter was replaced, and the procedure was completed. There were no patient complications reported. The catheter was received for analysis, and investigation is still in progress.

Event description:
It was reported that during an ablation procedure, the merit inqwire rosen j tip guidewire became stuck in the farawave pulse field ablation catheter during use. Eventually, the guidewire was removed under fluoroscopy safely, then the catheter was removed, and a new guidewire was attempted to be advanced through the catheter, but resistance was felt. The catheter was replaced, and the procedure was completed. There were no patient complications reported. The catheter was received for analysis, and investigation is still in progress.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. It was noted that the catheter was not returned without a guidewire inserted. A known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The complaint was not confirmed through cis analysis.